Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a bleeding irritation that smelled. The patient's physician prescribed desoximetasone. Follow up indicated that the irritation healed.